Event description:
The customer reported that the css console monitoring computer was freezing up and the console exhibited a wcomdu alarm while supporting a pt. There was no pt impact. The pt is still being supported by this console. A replacement monitoring computer was sent to the hosp and installed on the css console. The customer reported that after the replacement monitoring computer was installed, the css console, including the monitoring computer, functioned as intended and the wcomdu alarm was resolved. This failure mode poses a low risk to the pt because it did not negate the ability of the console to perform its life-sustaining functions. The computer is a monitoring device only and does not control css console functionality. The monitoring computer that was removed from the css console will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.